Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing mechanical pain due to placement of the ipg. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well post-operatively.